Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, there was difficulty advancing the valve through the sheath. Upon removal of the sheath, the distal tip was slightly torn and flared. There appeared to be some tissue on the tip of the sheath. There was no intervention performed. It also appeared there is a perforation in the seam halfway up the sheath. The patient is stable post procedure.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection was performed, and the following was observed: shaft has curvature; liner fully expanded as designed; no liner tear present; distal tip torn radially, distal to liner edge; tip opened along axial score line; all score lines present; stretching noted throughout tip; scratches on the sheath shaft. Due to condition of the returned device (distal tip torn), no applicable functional and dimensional testing was able to be performed. No imagery was provided for review. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to distal tip torn and resistance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per report, ''there was difficulty pushing valve through sheath. When sheath was removed the distal tip was slightly torn and flared. It also appeared there is a perforation in the seam halfway up the sheath.'' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. A product risk assessment (pra) was initiated to access the risk and corrective/preventative actions (CAPA) was previously initiated to pursue potential process improvement activities.